Manufacturer narrative:
(B)(4). Additional information the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during a laparoscopic sigmoidectomy, it was found that the tissue pad was totally detached off when the device was removed from the patient via a trocar. The tissue pad fell into the patient, but it was retrieved from the patient with a forceps via a trocar. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.